Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results found that the device was received with the articulation mechanism damaged and with a cartridge loaded in the device. The cartridge was received void of staples. The returned cartridge have a bent lockout tab; it appears that an attempt was made to fire the device with a spent cartridge, or with a partially fired cartridge that had an activated lock out spring. When this occurs, the lockout tab on the cartridge becomes damaged. In addition, the instructions for use state, "note: once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device." No functional test was performed, as the firing trigger was note to be damaged. The device was disassembled to verify the conditions of the internal components and the left shroud pinion axle support was found broken, in addition the articulation gear teeth were found broken. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a video laparoscopy colectomy procedure, the stapler did not work when the first load was released. The reload was replaced by another one in good conditions and the pt was not affected. There was no pt consequence.